Manufacturer narrative:
Qn# (B)(4). The reported complaint that the iabc "did not collapse properly" could not be confirmed upn investigation of the returned sample. The customer returned a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box for investigation. During investigation, no visual damage or abnormalities were noted to the returned sample. The returned iabc passed functional testing. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time

Event description:
It was reported "a counterpulsation balloon was requested. Upon insertion, the doctor noticed that it did not collapse properly. The aspiration maneuver with the 50cc syringe attached to the balloon made it impossible to advance the 7fr catheter introducer. A second counterpulsation balloon was requested and brought minutes later by a supplier, as the hospital only had one in stock. The second counterpulsation balloon was inserted without incident." At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "a counterpulsation balloon was requested. Upon insertion, the doctor noticed that it did not collapse properly. The aspiration maneuver with the 50cc syringe attached to the balloon made it impossible to advance the 7fr catheter introducer. A second counterpulsation balloon was requested and brought minutes later by a supplier, as the hospital only had one in stock. The second counterpulsation balloon was inserted without incident." At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.